Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/20/2020. Additional h3 device evaluation summary: two pictures were provided for analysis. Upon visual inspection of the pictures, it was noted in the first picture show a container with needle-sutures, a needle and a labeled winding former. The second photo show noted a suture and one needle appears detached of product code vcp442 however, no conclusion could be reach on how this happen as the sample was not returned for analysis. The manufacturing records could not be reviewed as the batch number is unknown.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A photo upon which this medwatch is based has been received, however, the evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that the patient underwent CABG procedure on an unknown date and suture was used. The problem of pulling off suture needle happened when sewing the skin at the time of chest closure during the bypass surgery. Changed to another device to complete the surgery. There is no report on patient's injury.